Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please provide the lot number? Reported initially. How many devices demonstrated the alleged deficiency? Multiple cases. Did the event occur during one or multiple patient procedures? Multiple cases. What is the total number of procedures? Unknown product came from distributor warehouse. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)?I please provide the source or name of person providing answers to follow-up questions: already did. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2025 and suture was used. It was reported to the sales rep that the account had difficulty with the product closing properly on the vicryl suture. Representative had replace lapro ty instrument train the staff on proper use and have had numerous complaints over the last two months on clips not closing properly. Representative found clips were only closing at about 50% rate despite new instrument. Investigating further and representative found that clips had come from a distributor warehouse. Will validate issue was resolve if clips order direct and eliminate issue. There were no patient adverse event. Device is not available for return. Additional information was requested.